Manufacturer narrative:
(B)(4). Eval: results: evaluation of the returned product found there is battery acid leakage and corrosion to the battery springs. The hinges on the door are broken, door can be slid into place but will not stay shut once batteries are installed however, the alarm does power on. All functions work as they should. Note: instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to serve shock, such as being dropped, or immersed in liquid. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Do not mix old and new batteries, or battery brand within a battery pack (4 batteries). Installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported the alarm door does not securely close, the nursing staff has been applying pressure to the door for the alarm to power on. This was during use however, there was no patient incident or injury reported.